Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 66 year old male patient with an impella 5.5 placed electively. It was reported during support, the controller (aic) had a "controller failure" alarm. There was no patient harm reported.

Manufacturer narrative:
B5 additional information was received. D4 primary UDI number was revised as it was entered incorrectly on the initial report that was submitted. H4 device manufacture date was added as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. The console has been sent in for service.